Event description:
The customer received a blood glucose reading of 534mg/dl on the contour meter, re-tested on a contour usb and the reading was 198mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer declined to return the test strips for evaluation. Replacement test strips and meters were sent to the customer.